Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator would not go to the other screens and the menu screen did not work. There was no negative patient impact.